Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
Nduring a laparoscopic proctectomy, more than one device was used. The probe of the first device broke off and fell into the patient. The probe fragment was retrieved. The user exchanged it with the 2nd device and continued the procedure. However, the ptfe pad of the 2nd device was severely worn. The procedure was completed with the 3rd device. During the procedure, probe damage error occurred. It was reported that when the user cleaned the probe of the third device after completing the procedure, the probe was broken. There was no patient injury reported. This MDR is regarding the first one of three devices. As a result of evaluation of omsc on march 7, 2017, omsc confirmed that the probe was broken and the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the coating partial missing of the first one.